Manufacturer narrative:
Report originally submitted with cfn# (B)(4). The correct cfn# is (B)(4).

Event description:
It was reported that the energy selection switch is not selecting the correct shock values. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the energy selection switch is not selecting the correct shock values. There was no reported patient involvement/adverse patient impact.